Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported blood glucose value of 117 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-383a, mmt-1884l, mmt-332a, mmt-7040a. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported high blood glucose. The customer reported that the pump was doing nothing. The customer does not feel ok to troubleshoot. No further patient complications were reported. The customer will discontinue the use of the device. No product return is required for mmt-383a. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. P- cap was inserted and properly locked into place. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. The following were noted during visual inspection: cracked case, scratched case, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. No unexpected alarms/alert/anomalies noted during testing. Unable to confirm high bgs. Cosmetic damage was confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.